Manufacturer narrative:
On 29-jun-2021, bwi received additional information regarding the event. It was reported that the issue was noticed after removing the item from the package and while prepping it for use on the table. The device looked as if a something hot touched the distal end of the introducer sheath and melted a hole in it, leaving a jagged piece hanging from it. The item was not used on the patient. A new sheath was opened and used instead. Furthermore, on 9-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small. Foreign material was on the sheath. The distal tip of the introducer had a piece of plastic that should have not been on their. The catheter was replaced and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Foreign material is MDR-reportable.

Manufacturer narrative:
On 11-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. Foreign material was on the sheath. The distal tip of the introducer had a piece of plastic that should have not been on their. The catheter was replaced and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Device evaluation details: according to pictures provided by customer, foreign material was observed on sheath's introducer. Additionally, the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and failure analysis of the returned device. Visual inspection with a microscope analysis was performed, and foreign material tip section of the dilator was found. The fourier transform infrared spectroscopy (ft-ir) reveals that foreign material is principally composed of polyethylene (pe) with a second component methyl siloxane (silicone), the source of origin remains unknown. Therefore, the device was reviewed by the supplier. Despite being able to reproduce a vaguely similar defect at freudenberg with the packaging sealing iron, there is not enough evidence to conclude that this complaint is manufacturing attributable. Since there is the potential of damaging dilators in bag sealing operation freudenberg is investigating a potential packaging improvement or the potential of eliminating bags and bag sealing. Based on the findings above noted, the customer complaint was confirmed. Assignment of the root cause for the event remains inconclusive based on the information available for review. However, there are clinical and procedural factors that may have contributed rather than the design or manufacture of the device; there is evidence that documented specifications and procedures manufactured the device. A device history record evaluation was performed for the finished device [00001591] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).